Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received missing end cap sticker. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratches on lcd window.

Event description:
Customer reported via phone call to have received a button error alarm after attempting to suspend insulin pump. Customer's blood glucose was 157 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.